Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2007, inratio:>7.5, lab: 1.23. Caller alleges imprecision with inratio. Results as follows: first test = >7.5, second test inr= >7.5. First test inr= 4.8. Second test inr = 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab result provided by end-user at time complaint was filed: date: 2007, inratio: >7.5, lab: 1.23, mean; cannot be determined. Confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The confidence limits and the mean cannot be determined. The results are considered discrepant within the context of the documented variability for inr testing. Therefore further testing is required at this time. Inratio precision data provided by end-user lot: ni, first test inr = >7.5, second test inr = >7.5, mean = cannot be determined; sd = cannot be determined. The %cv cannot be determined. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Ts updated case on two days later. Inratio precision data provided by end-user lot: ni. First test inr = 1.7, mean = 3.25; sd = 2.19; %cv = 67.4%. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. Strip lot number was not provided. As a results, no further testing can be performed.